Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was prompting an error 2 message. Per the onetouch ultralink user guide the error 2 message prompts when there is a problem with the test strip or there is a problem with the meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified date/time the week prior to contacting lfs. The patient reported managing his diabetes with insulin pump therapy. The patient informed the cca that on (B)(6) 2012, he had increased his humalog insulin administration (15 units). The patient claimed that 4 days after the alleged issue began he developed symptoms of "tiredness, feeling sick, not thinking straight, shaky, and feeling like he was drunk." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting, the cca confirmed that subject meter was not being used for the first time, that the patient there was no misuse to the subject meter, that the patient was using the correct testing process and that the patient was using the correct test strips. The cca also documented that the alleged error 2 message did not prompt when the subject meter was powered on manually. At the time of troubleshooting the cca was unable to resolve the issue during a retest. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly increased his insulin and developed symptoms suggestive of a serious injury as a result of the alleged issue. In addition, the alleged error 2 message was not resolved with troubleshooting.